Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that this battery would not power the controller during the wet test. Both power ports were attempted; however, no light illuminated on the controller display when the battery was connected. The battery fuel gauge showed four bars at the time. The perfusionist stated this same battery was used to previously program the controllers for this patient without issue. Another battery was attempted and the controller powered up as usual and the wet test was performed without issue. The battery was then connected to the battery charger. The yellow status light illuminated; however, after two hours on the charger the battery fuel gauge did not fluctuate, indicating that it was charging, but the ready light never turned green. A solid yellow light stayed illuminated the entire time the battery was on the charger. This battery was never connected to a controller that was connected to the patient. The battery was removed from service, and replaced with a new battery from hospital inventory.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the battery revealed that the device passed visual examination but failed functional testing due to an inability to provide power to a controller. Supplemental testing was performed and revealed that a thermal cutoff fuse was found opened. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. As a result, the most likely root cause of the reported event can be attributed to a faulty thermal cutoff fuse, preventing the battery from charging or providing power to a controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.